Manufacturer narrative:
H3: one sample of the cadd administration set from p/n 21-7336-24 l/n 3834182 was received in used condition inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in the sample caused by the ffp system since that it was returned without the blue clip. Functional testing was conducted on the sample by priming it, connecting it to an IV bag and a cadd solis pump in order to look for unusual function. The sample was recognized without difficulty, the pump was set to running and an alarm was not activated. The reported "upstream occlusion alarm" issue could not be replicated. There was no fault found with the returned sample.

Event description:
Information was received indicating that during use of this smiths medical cadd administration set, medication could not be infused, and the pump exhibited upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.